Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's dad/reporter claimed that the patient's blood glucose has been elevated since he started on the pump on (B)(6) 2011. The patient has had some nausea, vomiting, and symptoms described as "feeling bad, irritable, frequent urination, increase thirst, and increased hunger" for over two weeks. During troubleshooting, the animas representative assessed the patient's alleged high blood glucose by evaluating the animas pump. The basal segment is correctly programmed according to the patient's usage. The patient did not use the advance feature option. The insulin cartridge and infusion set was not available to be reviewed. The date and time was confirmed to be accurate. The total daily dose and the summation of the bolus and basal insulin was accounted for. In conclusion, the patient's hyperglycemia was not contributed to the animas pump but other factors. First and foremost, the patient is a rebellious teenager who does not always keep up or complies with his diabetes management. He only tests his blood glucose one to two times per day. Second, his bolus insulin is based on a guess of how much he should take. The patient consistently takes 8 units per bolus. Third, the patient does not count carbohydrate to assess his bolus insulin dosage. In addition, the reporter indicated the patient has had a growth spurt as his shoe size increased to six. Furthermore, the patient may have some issues with the insertion of the infusion set. The patient's healthcare provider advised the patient to manage the patient's blood glucose with insulin via syringe until his ketone is clear. The animas representative advised the reporter to have the patient obtain reinforcement in pump therapy education and diabetes education. This complaint is being reported because the patient allegedly had hyperglycemia while the patient was on pump therapy. Although there is no evidence that the subject pump malfunction, other factors such as user error could not be ruled out.